Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving an unknown drug via an implantable pump for non-malignant pain. It was reported that the patient stated he has had to have the pump "adjusted" 2 times in the past. When asked dose and concentration he stated "it was at about like 24." Troubleshooting was not required.